Manufacturer narrative:
The insulin pump passed the rewind test and displacement test. The device failed to vibrate during the self test due to vibrator motor connector broken black wire.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. Customer blood glucose level was unknown. Customer also stated that insulin pump did not vibrate during self-test. The device will be returned for analysis.